Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient stated she charges on mondays and yesterday (monday) charged and the battery maybe lost half of power which is little unusual because when charge every week probably only needs 3/4 charged so only needs 1/4 charged maybe two hours and its full so it took a little more yesterday when charged. Patient did not write it down and usually she does. Pt states that's not reliable information so since now is writing down how much charge the ins needs. No symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no unexpected loss of half power. The patient said the point was that the device's power consumption rate has not changed noticeably even though there was a dramatic change for the worse in stimulation. The cause was not determined. The patient was referred to a rep and the issue was not yet resolved. No further complications were reported.